Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard and audible alert. Review of the interrogation reported indicated the right ventricular (rv) lead had an alert triggered due to svc (superior vena cava) impedance measurement out of range. The lead remains in use. No patient complications have been reported as a result of this event.